Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the malfunction of the power switch by the aging degradation because nineteen years had passed from the subject device had been installed.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the facility that during the unspecified timing that the subject device could not be turned on. Sorc checked the subject device and found that the reported phenomenon was duplicated. There was no report of patient injury associated with the event.